Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Correction: b.3., d.10.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.